Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been ambulating post-implantation until she started complaining of not feeling well for approximately two days. The patient also complained of increasing back and abdominal pain and was subsequently taken to the operating room for exploratory laparotomy. Upon being placed onto the operating room table, patient turned gray in color, external pacemaker lost capture, and loss of end title volume was noted. A femoral arterial line was placed demonstrating blood pressures of 90 mmhg; however, pressure fell shortly thereafter. An emergent cardiac echo demonstrated no heart movements along with what appeared to be a wide open patient foramen ovale (pfo). The patient became profoundly acidotic and expired shortly thereafter. The patient reportedly had a history of hypoplastic aortic root along with elevated white and lactate dehydrogenase (ldh) counts. Power fluctuations had also been observed in the past days/weeks.